Event description:
It was reported that during a ureteroscopy procedure to treat kidney stones, when the physician began lasering he observed that no energy was hitting the stone. He stopped usage of the fiber. Upon inspection, he found the fiber broke in half where it entered the flexible ureteroscope. The fiber was replaced, and the procedure was completed. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.